Manufacturer narrative:
This defect was not confirmed by a stryker representative as the customer had canceled the service and opted to replace the stretcher. The customer replaced the stretcher.

Event description:
It was alleged that the siderail is dropping quickly when being lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that the siderail is dropping quickly when being lowered. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.